Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that 6 days after implantation of a 3.0x32mm taxus express2 drug eluting stent, an occlusion of unspecified cause occurred. During the initial procedure, the target lesions were located in the left circumflex artery (lcx) and the first obtuse marginal artery (om-1). A pre-intervention stenosis of 99% and 80%, respectively, was reported. A guidewire was placed "down the circumflex into the first obtuse marginal artery and over this a 2.0mm balloon" was placed to pre-dilated the lesions. A 3.0x32mm taxus stent was placed "into the circumflex and the first obtuse marginal artery." It was not reported that the lesions were post-dilated. Post-intervention results were reported as "excellent." The patient received heparin prior and nitroglycerin after the procedure. The patient was noted to be in "good condition." The patient presented 6 days after the initial procedure with chest pain and an "occlusion within 2mm of the origin of the first obtuse marginal artery." Multiple attempts to pass wires including a luge and shanobi wire were unsuccessful. It was noted that the wires crossed the "stent struts proximally, not allowing any angioplasty downstream." The physician ended the intervention and the patient was treated medically. The patient reported "tolerated the procedure well."